Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Submitted product images displays migrated and backed out set screws. X-ray image review: "post op images are provided for long segment thoraco-lumbar fixation. The set screw one side at l5 has come loose. There is a paucity of bone at multiple levels where inter body grafting has been performed. Unable to assess sagittal balance and deformity correction on provided imaging. Root cause: indeterminate." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent th9-s2ai, l2/3, l3/4, l4/5, l5/s1 posterior lumbar interbody fusion using spinal instrumentation. Post-op, set screw came off at l5 and corrosion due to metallosis was observed. After surgery at th9-s2ai, fixation was performed at l3-s1 and reinforcement was conducted at the inside of l3-s1 using a rod (it was connected with mrc).

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440030, 510k # k102555 and (B)(4) was cleared in the united states device evaluation:the set screw has an extreme amount of wear from what appears to be the rod moving against the face of the set screw for what would appear to be a lengthy amount of time. If the rod had broke this could have resulted in the rod shifting and the screws backing out. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.